Event description:
It was reported that the patient was tired, had no energy and a low heart rate. It was also reported that the implantable pulse generator (ipg) had no pacing, no magnet response and no telemetry. The ipg was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analysis indicated that the no output was the result of a lifted bond wire.